Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician attempted to place a taxus liberte 3.0x12mm drug eluting stent to the 80% stenosed lesion located in the mildly calcified and nontortuous, proximal circumflex (cx) artery, but was unable to cross the lesion. Upon removal of the stent delivery system, it was noted that the stent was damaged. The procedure was completed with predilatation and placement of another taxus liberte stent. No patient injuries or complications were reported.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the manufacturing shows that the device met its material, assembly and product specifications at the time of its release to distribution. The root cause is determined to be unknown. Product unavailable for analysis.